Event description:
It was reported that the patient recently fell and felt something move at the pump site. The pump site was said to be painful since the fall. A reservoir volume discrepancy was found during a (B)(6) 2014 refill. It was at this time that a catheter kink was suspected. A refill was performed on (B)(6) 2014 and the expected reservoir volume (erv) was 11.5ml and the actual reservoir volume (arv) was 18.5ml. A catheter study on (B)(6) 2014 showed to catheter to be occluded. During the revision, proximal segment was found to be twisted, so the segment was spliced. The existing distal segment was left. The patient recovered with sequela on (B)(6) 2014; patient was overmedicated. The patient experienced confusion, urinary retention, and visual hallucinations. The issue was thought to be due to not adjusting the rate after the revision and the patient receiving increased morphine due to the fixed catheter. The issue resulted in prolonged hospitalization. It was noted that the patient was given flomax (0.4mg) to take by mouth twice daily for urinary retention. Therapy was suspended on (B)(6) 2014. The overmedication symptoms resolved on (B)(6) 2014. The patient was adjusted to a lower concentration on (B)(6) 2014. The entire event resolved without sequela on (B)(6) 2014. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that there was increased pain and catheter kinked as of (B)(6) 2015. During examination and palpation on (B)(6) 2015, it was noted that the patient had increased pain. During surgical observation on (B)(6) 2015, it was noted that the catheter was kinked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry) in regards to a patient that was being treated with morphine intrathecal (concentration 10.0mg/ml, daily dose 0.759mg/day) via the device system. It was reported by the healthcare provider (hcp) that the patient was examined on (B)(6) 2014 at 1103. At the evaluation the pump was checked to evaluate the catheter and it was noted that the pump was mobile in the pocket. The patient stated that she recently fell and felt something move around at her pump site on (B)(6) 2014. The etiology was indicated as the incisional site/device tract. If additional information becomes available, a follow-up report will be submitted.